Manufacturer narrative:
The reason for this instrument failure was reported as remains of thread in the discarded glenosphere. The possible time in service for baseplate is unknown from manufactured date. The healthcare professional indicated that this event occurred during surgery, near the patient. No risk, adverse event, or negative outcome was reported by the surgeon. There was a 20 to 25 minute delay in surgery but the surgery was completed as intended. The instrument was inspected prior to use and was deemed acceptable for use based on their appearance. The device was returned to manufacturer and not made available to djo surgical for examination. This investigation is limited in scope as only partial information was provided to djo surgical for review. The instrument was returned for examination and the lot number was not reported. Without the lot number, the instrument could not be linked to a specific device history record (DHR) and the actual date of manufacture cannot be determine with confidence. No further evaluation can be made for this event. Customer complaint history of the reported item showed no present trends or on-going issues that are needing a review. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Instrument failure - representative didn't have the correct distractor to remove the 44 mm glenoid head so this instrument broke during the revision surgery. The threads remain in the discarded glenosphere, but the rest of the instrument will be returned. No pieces of the broken instrument were left in the patient.